Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent unspecified breast reconstruction surgery with an unknown saline implant on the right side and experienced right side capsular contracture; baker grade unknown postoperatively. The issue was diagnosed after physical exam. As a result, patient underwent explantation, and replacement with catalog number 3501670; serial number (B)(4) on (B)(6) 2019.

Manufacturer narrative:
The manufacturing record evaluation (mre) of lot number 687451 was requested to the quality operations team. However, the physical file of the DHR was not found. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 12, 2022, mentor became aware of the following, and corresponding fields have been updated on this form: patient's age has been added under field a2. The date of implant was (B)(6) 2017; field d6a has been updated. The serial number (B)(6) was provided and has been added to field d4. Lot number 687451 has been added to field d4. The procedure was updated from breast reconstruction to breast reconstruction revision. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).